Event description:
During a pci treatment procedure, the balloon ruptured at an unknown pressure on the first inflation. The rupture occurred at the proximal shoulder of the balloon. The lesion being treated was a severely calcified lesion in an unknown coronary artery. The physician used a radiofocus guide catheter and a neos soft guide wire to cross the lesion. The maverick monorail balloon was being used to pre-dilate the lesion prior to placement of a stent. The balloon was removed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as 'good.'